Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the charge-coupled device-unit was broken while the user was handling the device which led to no image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received from the customer that the reported issue of multiple cases of 290 bronchoscope with the no image while angulating at the facility was the field service engineer opinion. It was reported that the customer¿s opinion was that the quality of the olympus 290 bronchoscope is defective due to the facility¿s repaired products having the same defects, as the loaner provided by the company.

Event description:
A user facility reported to olympus that the evis lucera elite bronchovideoscope exhibited no image during angulation. The event occurred during preparation for use, prior to a bronchoscopy diagnostic procedure. It was reported that the procedure was completed using the same device with over 5 mins delay and the patient was not under sedation when the issue was found. There was no report of patient harm or user injury associated with this event. Additional information received that there have been multiple cases of the 290 bronchoscopes exhibiting no image during angulation.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, black screen due to faulty charged coupled device, and insertion section dented. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.